Event description:
During the follow-up, increased impedance and capture thresholds on the rv lead were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.